Event description:
It was reported after spring wire guide insertion, there was a little resistance when it was pulled out and then, the pulled out spring wire guide split into two wires. There was no patient harm. The wire and catheter were removed and a new device was used to complete the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer provided two images for analysis. It was observed that the guide wire was unraveled from the proximal end. The unraveled portion was exiting the proximal opening of the distal luer hub. The customer also returned one , 2-lumen acute hemodialysis catheter and guide wire for analysis. It was observed that the guide wire was inserted through the catheter. Signs of use in the form of biological material were observed on the sample. Visual examination revealed the guide wire was unraveled from the proximal end and is kinked/distorted in several locations along the body. The core wire was exposed out of the coil wire. Kinking was also observed towards the distal end of the catheter body. The major kinks in the guide wire body were measured 300mm, 316mm, 330mm, and 385mm from the distal tip. The broken core wire measured 682mm in length , which is within the specification of 679mm-687mm per guide wire product drawing. The outside diameter of measured 0.840mm , which is within the outer diameter specification of 0.838mm-0.877mm per guide wire product drawing. The kink on the catheter measured 43mmm from the distal tip. The catheter body length measured 219mm, which is within the specification of 207mm-227mm per catheter product drawing. A lab inventory 0.035" guide wire was inserted through the distal tip of the catheter. The guide wire passed with little to no difficulty. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal weld was intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported after spring wire guide insertion, there was a little resistance when it was pulled out and then, the pulled out spring wire guide split into two wires. There was no patient harm. The wire and catheter were removed and a new device was used to complete the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).